Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instruction for use states the following: ¿ caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged.¿ the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the leg straps caused a rash, as a result the patient required medical intervention. The patient was given hydrocortisone cream for the rash. The patient also alleged that the leg straps caused a bruise on his leg.